Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead would not capture at maximum output. The rv lead was inactivated and subsequently capped and replaced. During the procedure the patient experienced an arrhythmia and the physician decided to use a dual chamber pacemaker. No further patient complications have been reported as a result of this event.